Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gynecology procedure, needle broke very easily during surgery. The needle broke during the surgery. They were sewing subcutaneously when the needle broke. About 10% of the needle were still attached to the strand, which were recovered, but the remaining 90% of the needle was never found. An x-ray was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of twenty devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned samples. The visual inspection and functional evaluation of the samples had acceptable results. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.